Event description:
It was reported that "tensioner head replacements did not properly tighten dall miles cable." Additional information received from rep. I found out about the incident 2nd hand. Central sterile notified me that the tensioners were not working properly. I do not have date of event and patient information.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.